Manufacturer narrative:
H6 - health effect clinical code: 4581 - significant reduction of irido-corneal angles h6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Manufacture narrative: iop elevation from baseline and secondary surgical intervention to remove/replace/reposition the lens are identified in the labeling as a known potential adverse event following icl implantation. Claim #: (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure the patient experienced excessive vault, elevated iop," although iops normal at visits, pt reports intermittent daily symptoms consistent with iop spike." And significant reduction of irido-corneal angles. The lens was exchanged for a shorter length lens and the problem was resolved. The cause of the event was reported as patient related factor. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.